Event description:
There was a pocket revision done because this lead was showing loss of capture and no sensing. Upon opening the pocket, the lead was in the header and was not dislodged and tested okay on the psa. This lead remains implanted with a new pacemaker. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.